Manufacturer narrative:
The technician adjusted the brake steer caster to resolve the issue.

Event description:
The technician alleged the brake steer caster was not holding when in brake mode. No pt impact.